Event description:
A patient received a crown prt size 19 in 2016. In (B)(6) 2019, the patient presented with dyspnea and major dysfunction of the bioprosthesis, with a mean gradient of 64 mmhg, mitral sclerosis was also detected via tte. The patient's ejection fraction was 45%. Re-operation was planned due to svd, and the valve was explanted and replaced with a bicarbon slimline, size 19 valve. The patient's medical history was not reported.

Manufacturer narrative:
The device was received for analysis on 28 february 2019 with the sewing cuff deteriorated and the stent uncovered. The leaflets were stiffened due to intrinsic and vegetating calcifications. Visual inspection, x-ray analysis and histological analysis of the returned device revealed intrinsic and vegetating calcification in all three leaflets. The stent and sewing ring were covered by fibrous pannus, which protruted 2-7 mm into the inflow lumen. Fibrous pannus was also present on both sides of one leaflet. Tears were visible on two leaflets. There was no evidence of endocarditis in the returned device. The manufacturing and material records for the crown prt aortic pericardial heart valve, model#: cna19, s/n#: (B)(4) , as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a crown prt aortic pericardial heart valve at the time of manufacture and release. According to the patient's demographic data (height and weight), the patient was at mild-moderate risk of patient-prosthesis mismatch. Based on the investigations performed, leaflet calcification caused stiffening and led to progressive valve stenosis. Pannus tissue overgrowth into the inflow lumen also contributed to valve stenosis. Aortic insufficiency likely resulted from leaflet tears and inadequate leaflet coaptation caused by calcification. It is possible that the patient's clinical history and risk factors contributed to the observed structural valve deterioration; however, as limited clinical history was provided, this cannot be confirmed and the root cause of the event remains unknown. As reported in the perceval instructions for use, svd is among the risks or potential adverse events associated with cardiac valve replacement with a bioprosthesis. The event is therefore a known inherent risk of the device. Updated fields: concomitant medical products, device evaluated by MFR.